Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture - baker grade iii-IV.

Event description:
Patient's representative reported rupture and capsular contracture - baker grade iii-IV. Device has been explanted. This relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, b6, d4, h6.

Event description:
Patient's representative reported "rupture and capsular contracture - baker grade iii-IV. MRI has been performed. Device has been explanted. This relates to the right side.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Device analysis: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening on posterior assessed as fold flaw opening. Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: crease fold, stress marks and wear abrasion observed on the device. Brown particles observed on the device and in the gel. No further actions are required as the device was implanted.

Event description:
Patient's representative reported right side rupture and capsular contracture baker grade iii-IV. MRI has been performed. Device has been explanted.